Manufacturer narrative:
On 22 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: confirmed infection in tka after few months. The pe insert was replaced after lavage, but there is no reason to suspect that the device is the cause of the problem. Batch review performed on 27 december 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The infection is confirmed. The pathogen will not become available. The surgeon swapped the poly. The surgery was completed successfully. Explants are not available.